Event description:
The customer reported that the device, as-ifs1, airseal ifs, 120v, was used during a rarn procedure on (B)(6) 26 when it was reported, ¿subcutaneous emphysema occurred during rarn while using the airseal system. The emphysema spread from the neck to the facial area. Based on the anesthesiologist¿s judgment, extubation was not performed postoperatively, and the patient was transferred to the ICU with the endotracheal tube in place. Extubation was performed approximately 12 hours later. No issues were observed during the subsequent clinical course. The airseal insufflation pressure was set at 10 mmhg during use; during the nephrectomy phase, the pressure was increased to 15 mmhg. The duration at the higher pressure was approximately 24¿25 minutes.¿. The procedure was completed as planned. There was no report of the conmed device having any malfunction. This report is being raised due to the reported injury of subcutaneous emphysema.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.